Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements up to an out of range measurement of 1,803 ohms. It was noted that rv impedance was 1,346 ohms on (B)(6) 2021. Previous in-office threshold measurement from 2019 was 2.2@0.4ms, and now rv output was fixed at 4v@0.5ms. Technical services (ts) recommended further lead evaluation and checking unipolar configuration for potentially better lead measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements up to an out of range measurement of 1,803 ohms. It was noted that rv impedance was 1,346 ohms on june 22, 2021. Previous in-office threshold measurement from 2019 was 2.2@0.4ms, and now rv output was fixed at 4v@0.5ms. Technical services (ts) recommended further lead evaluation and checking unipolar configuration for potentially better lead measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. The pacemaker was also explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.